Event description:
Kimberly-clark received a report from (B)(6), stating, "nurse heard a whistling noise and concluded it must have something to do with the ventilation. Upon checking she discovered that the noise came from the et of the child and checked the closed suction system. Upon touching the y-connector it broke apart in a clear line at the tip, leaving the patient unventilated with the front, conic shaped part of the y-connector stuck in the tube." The staff was unable to remove the tip of the 'y' adapter that was stuck in the et tube. The staff cut the et tube in order to attach a new 'y' adapter and suction catheter. The whole procedure took mere seconds (30 or 40), this destabilized the already very critical patient. The lung collapsed and saturation was by 50%, throughout the whole night they could not get it higher than 70% anymore. Patient died (B)(6) 2012. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The broken tip of the 'y' adapter, stuck in the et tube, was returned for analysis. There is a jagged break at the bond joint of the 'y' adapter. In a conversation with the user facility it was brought to our attention that the 'y' adapter is only changed when the et tube is changed. This particular 'y' adapter had been in use for three weeks. The directions for use caution, "do not use for more than 24 hours." The device is packaged with new 'y' adapters that are to be changed with each change of the closed suction catheter. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.